Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was investigated by zoll france. Visual inspection of the returned platform was performed; the load plate cover was noted to be damaged and all screws were not present. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and multiple system error-139(unable to hold compression position) was noted. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is brake gap out of specification. The brake gap was adjusted back in the specification. The functional test was performed, and device passed functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during testing by the biomed, the autopulse platform (s/n (B)(4)) displayed a user advisory 12 (lifeband not present) error message. To troubleshoot the issue, the biomed replaced the batteries and the lifeband, however he was unable to clear the error message. No patient was involved during this issue. No additional information was provided.